Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) alarmed while sitting. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
N/a.

Manufacturer narrative:
Additional point of contact name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate this unit the fse verified the issue. Even when machine was not plugged into ac, the internal fan was kicking on and machine was alarming until battery two was pulled. The fse replaced the power slot interface board. The issue went away. The fse performed a full pm and returned the unit to service.